Manufacturer narrative:
Reporter is a synthes employee. A DHR was performed on the serviceable device and it was found that the device was manufactured on december 11, 2017. A manufacturing related potential cause was not suspected, therefore, no manufacturing record evaluation is required. Service and repair evaluation: the customer reported that the torque limiting nut driver failed in calibration. The repair technician reported the device failed torque testing. The cause of the issue is failed high. The item will be repaired and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing at service and repair on (B)(6) 2021, the torque limiting nut driver failed in calibration. There was no patient and surgical involvement. This report involves one (1) 2.5nm torque limiting nut driver. This is report 1 of 1 for (B)(4).